Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Commercialized product development examined the returned instruments and could not confirm the complaint. When the drivers were functionally tested with a new 3.5mm cancellous bone screw, both drivers retained the screw and were extracted without the use of tools. It was noted that when the screws was well retained on the drivers, there was marring on the tapered faces of the hex that remained 0.75-1.0mm proud of the screw head. This indicates that at least once both hex drivers had been pushed into a screw almost a millimeter further than was necessary for retention. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The drivers fit too tight into the screw head.